Event description:
A patient reported experiencing inaccurate erratic results with a otbe meter. The patient's blood glucose results were 380mg/dl, 180mg/dl, 290mg/dl. Tests were done within less than 10 minutes with a difference of 42%. Patient did not experience any adverse events. No further information has been reported.